Event description:
The doctor reported a fracture of the prosthesis screw. Finally, the implant was removed because the crown kept loosening from time to time, and recently, very frequently. Tooth location #36. After follow up it was confirmed the loosening was due to the fracture. Procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D1: brand name: unknown. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.